Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint was re-opened due to product return and is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Previous investigations, including evaluations by a depuy material scientist in (B)(6) 2017 has determined that use error is the most likely root cause. No material or manufacturing defects were observed that could have contributed to fracture initiation and/or propagation to failure. Previously to alleviate this failure (B)(4) was approved and completed on (B)(6) 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations (B)(4) in (B)(6) 2009 and (B)(4) in (B)(6) 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery and concluded that no field action was required. There have been failures reported involving the improved design, an additional preliminary risk assessment, (B)(4) was initiated in (B)(6) 2013 and (B)(4) in (B)(6) 2015. The preliminary risk assessments concluded there was no additional or new patient harm associated with the devices. Additional corrective action is not indicated at this time. Continue to monitor through post market surveillance (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip of curved impactor broke in stem when impacting.